Event description:
It was reported via repair work order that the safety bar was not catching the safety hook due to a broken patient right safety bar pivot. No sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.